Manufacturer narrative:
Internal reference number: (B)(4). Ozden ve, dikmen g, beksac b, tozun ir. Total hip arthroplasty with step-cut subtrochanteric femoral shortening osteotomy in high riding hip dislocated patients with previous femoral osteotomy. J orthop sci. 2017 may;22(3):517-523. Doi: 10.1016/j.jos.2017.01.017. Epub 2017 feb 21. Pmid: 28254154. This complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required

Event description:
It was reported that on literature review " total hip arthroplasty with step-cut subtrochanteric femoral shortening osteotomy in high riding hip dislocated patients with previous femoral osteotomy", two (2) patients who had a previous low seated femoral subtrochanteric schanz osteotomy required a tha with femoral subtrochanteric step-cut shortening and corrective osteotomy. During the tha a smith & nephew reflection acetabular component was implanted. On their second decade follow-up, patients had 1-3 mm linear wear and had progressive osteolysis in more than one zone requiring revision surgery. Patients¿ outcome is unknown. No further information is available.